Event description:
Related manufacturer reference number: 2017865-2022-44204; related manufacturer reference number: 2017865-2022-44205. It was reported that the patient received inappropriate shock from the right ventricular (rv) lead due to noise oversensing. Device interrogation revealed high pacing impedance on the rv lead and premature battery depletion on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the rv lead and ICD. During the procedure the rv lead was noted to be bent and fractured. The left ventricular (lv) lead was dislodged during the procedure and was explanted. The patient condition was stable.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.